Event description:
Pt had numbness of the mouth and was sent for an MRI. During the procedure pt felt like their head was burning. Pt told the doctor what happened and was told that there was a spot on their scalp that looked like a sun burn area. They were informed that the coupling of the MRI machine malfunctioned. Pt has been experiencing the sensation since then.